Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed failure to auto-restart after downstream occlusions, which was not reproduced upon further evaluation. During evaluation the downstream occlusion gap was observed to be out of specification. This could potentially cause the pump to not auto-restart as designed, thus confirming the condition and has been calibrated to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, the device did not auto-restart after a downstream occlusion . There was no patient involvement.